Event description:
Caller reported potential false negative troponin I (tni) results on triage cardio profiler test vs. Centaur xp. Pt went to ed complaining of chest pain. Sample was drawn and run in lab on the centaur xp with a positive result. The results on the triage test gave results just above cut-off, but lower than the lab result. The sample was run again about 90 mins later giving negative results on the triage test. A second draw was done giving a positive result on the centaur xp.

Manufacturer narrative:
Investigation pending.